Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that device had damaged therapy connector. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that customer's device had damaged therapy connector. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
After replacing therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue was determined to be due to physical damage of therapy connector.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that customer's device had damaged therapy connector. In this state the device may not be able to provide defibrillation therapy if it were needed.there was no report of patient use associated with the reported event.